Event description:
Reporter indicated a vns pt had high lead impedance readings at an office visit. The vns was disabled. The pt had no known trauma and does not manipulate the vns. X-rays were reviewed by the manufacturer which did not identify and gross lead discontinuities. The plan of care is to observe the pt clinically with the vns disabled for now.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Results: x-ray reviewed by the manufacturer, no gross lead discontinuities visualized. Conclusion: device failure is suspected, but did not cause or contribute to a death or injury.

Event description:
Implant warranty registration form was received indicating that the patient underwent a generator replacement surgery. The patient's generator was explanted and replaced due to battery depletion. During the replacement surgery, high lead impedance was observed on the lead. It was noted that the patient will return for lead revision surgery. No known lead revision has occurred to date. No other relevant information has been received to date.